Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found the source of the leak to be the tubing going through pinch valve (pv) 21. The pv 21 is the path for the bellows drain. The fse replaced the pinch valve, actuator, and tubing. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was the tubing going through pv 21. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) to report a diluted blood leak, less than 5cc, coming from the needle bellows of the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves. There was no report of exposure to mucous membranes open wounds. The customer did not come in contact with the fluid. No one was splashed or sprayed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.